Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a ligament foot surgery the anchor ar-1319ft remained inside the patient. The surgeon reported that there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 12-apr-2021: further information were provided that the device broke off inside piece was retrieved out of the patient.